Event description:
User reported false positive result (B)(6) 2021. Negative pcr on the (B)(6) 2021. Report 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to c2305 (3014862188-2021-01789 test, 1 of 2). User reported to FDA, MDR #mw5103918. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result (B)(6) 2021. Negative pcr on the 10 and (B)(6) 2021. Report 2 of 2.